Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection which resulted in vegetation found on the implantable cardioverter defibrillator system. On (B)(6) 2019, the system was explanted successfully. The patient experienced no complications during procedure and remained in stable condition. Related manufacturer reference number: 2017865-2019-15384, 2017865-2019-15385, 2017865-2019-15387.